Event description:
On (B)(6) 2009, pt reported once or twice a week the sites fall out. He stated "I am a very hairy individual and if I'm sweaty or rub up against it, it may pull out." Pt declined to troubleshoot. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.